Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #s: 1627487-2011-00629 and 1627487-2011-00630. The pt received an scs system including two percutaneous leads (from different lots) and a lead extension on (B)(6) 2007. The pt received a new extension on (B)(6) 2008. It was reported that the pt was no longer receiving therapy coverage in her back. A diagnostic test revealed invalid impedance readings for several lead contacts. Efforts to recapture effective therapy via reprogramming proved unsuccessful. Surgical intervention will be undertaken at a later date to replace the pt's leads and lead extension.